Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a defective insulation on the electrical cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: a defective insulation was observed and flagged by the sterilization team. The color of the defective cable is black. The black insulation was stripped/damaged. It is unknown whether there was any loss of cautery associated with the defective cable. There were no signs of thermal damage at site of breakage. The instrument did not collide with any other instrument or tool during the last procedure the instrument was used in. No fragments fell inside the patient. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the fenestrated bipolar forceps instrument involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and was found to have damage to the conductor wire's insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.